Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was fever during impella cp patient support. While on support, the patient was febrile at 38.2 and blood culture panels were being drawn. The impella cp was surgically removed in operating room after successful insertion of right axillary impella 5.5 and veno-arterial extracorporeal membrane oxygenation maintained. The patient expired while on impella 5.5 (serial number: (B)(6) therefore an additional report will be sent.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Fever: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.